Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. It was unable to verify the battery out limit alarm due to unresponsive buttons. No moisture damage on electronics and motor noted. Device was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the buttons are not responding and the insulin pump alarmed battery out limit. The customer stated she showered with the insulin pump. Blood glucose value is unknown. Customer declined troubleshooting for battery out limit alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.